Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) used with a versacross connect to cross the septum. The patient was administered heparin after access to the left atrium was achieved. The was advanced to the left upper pulmonary vein (lupv), and transesophageal echocardiography (tee) imaging revealed a mobile thrombus on the was sheath. The physician aspirated the thrombus with the was. The was flushed and reinserted to implant the closure device successfully. There were no further complications.